Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon would not inflate or deflate past the bend/kink. It was reported that the balloon had to be cut to drain it and removed from the scope. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.